Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period and was using cold insulin. Tandem technical support educated the customer that using infusion sets longer than the recommended period and using cold insulin is considered off label per the tandem user guide